Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture. Product evaluation: visual examination: the ncb pp plate has been returned for evaluation. The fracture of the plate is located through the middle screw hole of a three-hole pattern. On the fracture surfaces, beach lines are visible under certain light conditions which point to a fatigue fracture (see picture). The fracture surfaces shows also small polished areas and some scratches, most probably due to contact between the parts after the fracture. Several scratches are visible on the surface of the non-bone-facing side of the plate. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb pp plate have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The raw material certificate of the plate was reviewed with no anomalies noted. The visual examination of the plate indicates a fatigue fracture. Macroscopically, no defects can be observed that could trigger or contribute to the fracture. Fatigue fractures can occur due to a cyclic overloading. Possible contributing factors to the overload could be a not properly healed bone fracture and / or not adherence to the postoperative protocol (patient behaviour). Based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).